Manufacturer narrative:
It was noted that the device was not available for return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) after receiving shocks from the device. Upon interrogation, right ventricular (rv) noise, oversensing, inappropriate shocks, inappropriate anti-tachycardia pacing (atp), and pacing inhibition with pauses of greater than two seconds were observed. One of the atp episodes caused ventricular fibrillation (vf) and a shock was delivered which terminated the vf. It was noted that troubleshooting confirmed the lead was fractured. The device was subsequently explanted for normal battery depletion and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) after receiving shocks from the device. Upon interrogation, right ventricular (rv) noise, oversensing, inappropriate shocks and inappropriate anti-tachycardia pacing (atp), and pacing inhibition with pauses of greater than two seconds were observed. One of the atp episodes caused ventricular fibrillation (vf) and a shock was delivered which terminated the vf. It was noted that troubleshooting confirmed the lead was fractured. The device was subsequently explanted for normal battery depletion and was replaced. No additional adverse patient effects were reported.